Event description:
Overdelivery reported: the pump was programmed in the total parenteral nutrition with taper up and taper down mode of delivery, at the following program settings: taper up 1 hour, taper down 1 hour, total volume 1023.0ml, total infusion time 12 hours. It was reported that approximately 1.5 to 2.0 hours after start up, the patient's parent thought the pump "sounded funny" prompting parent to investigate. There were no alarm alerts reported. According to the customer contact, upon investigation, the pt's parent discovered that approximately 800.0ml had infused. The customer contact was not aware of whether an anti-siphon valve was in place at the time of event. The pt's parent immediately called 911 and the pt was transported to the local hospital emergency department. It was reported that the pt presented with an altered state of consciousness and a blood sugar of 900mg/dl. The customer contact did not have any info related to medical treatment at the emergency room. It was reported that once the pt was stabilized, pt was transported to the hospital where pt has been followed for congenital anomalies since birth. The pt was admitted and discharged two days later. There was no info related to medical interventions or course of therapy during the hosp stay. Though requested, there was no add'l info available.